Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. Additional observations were as follows; iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut and scratched/marked-rejectable. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not caused/contributed the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported during an intraocular lens (iol) implant procedure, the iol was inserted and removed due to a posterior capsule tear. According to the material manager, in the surgeon's opinion the iol did not cause or contribute to the event. The tear was noticed in the capsule after inserting the lens and upon rotating lens into position. An anterior vitrectomy was performed. The lens was removed.